Manufacturer narrative:
The c1535 marker is a biopsy site identifier used to provide an imageable locator of a biopsy site for follow-up care. The marker is a stainless steel clip, contained within a disposable plastic applicator, which is deployed into the breast biopsy site through the biopsy probe that was used to excise the tissue. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, one possible root cause is the continuation of the insertion beyond significant resistance as described in the IFU. Communication with the customer confirmed that no parts of the c1535 applicator were transferred to the patient - no patient consequence. However, as the occurrence has the potential to result in patient consequence should pieces be transferred to the patient, requiring subsequent treatment, we are submitting this medwatch report. Device not returned to manufacturer.

Event description:
The affiliate reported that after sampling tissues, the doctor deployed the clip successfully. When the doctor pulled the c1535, it is little scratched. The tip of the flexible introducer was broken and put into mst11b probe.